Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: dtba1d1 ICD, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the there was an apparent right ventricular (rv) lead coil fracture, causing high impedance on the rv and superior vena cava (svc) coil, along with high impedance on the left ventricular (lv) lead. Loss of capture was further reported on the lv lead as it was programmed lv tip to rv coil. It was noted that the patient experienced fatigue due to loss of lv pacing. The rv lead was capped and replaced, resolving the lv lead issues. The lv lead remains in use. No patient complications have been reported as a result of this event.